Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. A non-conformance search was performed for this product code (B)(4), lot #3783838 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament acl joint reconstruction procedure, it was observed that the tip of their 5x12 milagro interference screw broke during insertion. The sales rep stated that the broken piece was removed with no further issues and no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences but there was a five minute delay. The bone quality of the patient was average bone. The sales rep stated that the device was discarded. The sales rep stated that the screw broke on the clervical fixation side and a 5 x12 also 6 x 12 hex driver was being used when inserting the screw. The sales rep reported that the screw was being inserted over a guidewire. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.